Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's implantable cardioverter defibrillator was sensing intermittently and undersensing. Programming changes were completed to address this issue. The patient was stable throughout and would continue to be monitored.